Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter had a battery charge issue. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow-up call made on behalf of medical surveillance. The patient reported that the meter issue occurred on (B)(6) 2017 at 02:00pm. The patient manages her diabetes by self-adjusting her insulin doses. The patient reported that ¿about 15 hours¿ after the alleged issue occurred, she developed symptoms of ¿headache and sweats¿ which she associated with hypoglycemia and stated that she self-treated with food or drink. The patient reported that on (B)(6) 2017 ad 11:15 to 11:30 am she obtained a result of 58 mg/dl on an ultramini meter and at 11:30am on (B)(6) 2017 she administered her usual dose of ¿120 units of 50/50 insulin¿. During the call the cca noted that it was the first time the meter had been used but there was no apparent misuse of the device. The meter did not power on when the power button was pressed and the battery indicator had not presented prior to the meter not turning on. The meter did not power on when a correct test strip was inserted. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.